Event description:
As reported, the patient underwent implant exchange with galaflex 3dr bilateral to support an imf on (B)(6) 2024 and in less than 6 months patient had already bottomed out through the capsulorrhaphy and the galaflex 3dr bilateral. As reported, surgeon planned to have a revision surgery on (B)(6) 2024 to do more capsulorrhaphy (suture and thermal) as well as secure more galaflex into place so it doesn¿t rotate.

Manufacturer narrative:
As reported, patient experienced bottoming out post implant of galaflex 3dr. Based on the information provided, no conclusions can be made as to what if any extent the mesh caused or contribute to the patients post operative course. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb 2022. Note, the date of event (22-aug-2024) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.